Manufacturer narrative:
Concomitant medical products: 5867-3m, adaptor, implanted: (B)(6) 2015; 5867-3m, adaptor, (B)(6) 2015; 419378, lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to infection. No further patient complications have been reported as a result of this event.